Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s wife found the patient incoherent and then unresponsive. No cgm reading or bg meter reading was checked at this time. Emergency medical services (ems) was called. Once ems arrived, the patient was unaware of what his cgm reading, bg meter reading, or what any medications/treatment provided to him were. He was transported to the emergency room (ER) and regained consciousness there. At the ER, the patient¿s bg meter reading was below 40 mg/dl while the cgm was reading ¿about 50 points higher¿. The patient was treated with an unspecified IV and glucose gel. The patient was discharged after approximately 8 hours. Once home, the patient replaced his sensor. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently occasionally rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It was reported that at the hospital, the cgm reading was 50 points higher than the bg meter reading. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.